Manufacturer narrative:
For (B)(4) manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed. As htl is an (B)(4) manufacturing site. Investigation summary:bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to did not retract as all samples met specifications. Based on a review of the device history record for the incident lot, during quality control acceptance tests of lancets, lack of needle retraction after activation was observed. Containers were scrapped. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd microtainer® contact-activated lancet experienced retraction issue - delay or no retraction , needlestick injury(blade/needle)- post use. The following information was translated and provided by the initial reporter. The customer stated: "this is a report about retraction failure resulting in needle stick. According to the customer¿s report, the blade was not retracted after puncture, and the nurse stuck the finger with the blade."